Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 350 cc mentor memorygel breast implant experienced left sided baker¿s grade IV capsular contracture, and right sided asymmetry issue post procedure. The capsular contracture was diagnosed by a physician. The report indicated that the patient appears to have breast asymmetry with the right breast larger than the left breast. As a result patient removed the implants on (B)(6) 2021. This report relates to the right prosthesis.